Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that on boot up, the pendant indicated that radiation was disabled. There was no patient involved. When fse opened the system he discovered that the battery stack had been replaced with non-OEM hardware.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the issue not be recreated after original equipment manufacturer preventative maintenance completed to bring the machine into compliance. The initial issue stated the real-time clock on the generator wasn't correct. During the preventative maintenance the battery that feeds the real-time clock was replaced. No further issues noted. Machine operates as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.